Manufacturer narrative:
The devices remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was one of two devices implanted with non-boston scientific right ventricular (rv) leads where an out-of-range pacing impedance measurement of greater than 3,000 ohms was observed. Otherwise the lead measurements were all normal. Technical services discussed troubleshooting to see if any noise or jumps in the impedance measurements could be induced with patient movements and isometrics. Repeated testing at the routine follow-ups or closer monitoring in the remote monitoring system (if available) would be recommended to observe for changes to the lead performance. The field representative was not able to obtain the device model and serial numbers for these two patients, but reported that the physician planned to see the patients in the clinic four times per year as described in device labeling. No adverse patient effects were reported.